Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
(Ref #mw5038779) as reported via a voluntary medwatch, during an aortogram, lower extremity catheterization, and attempted balloon angioplasty, a portion of the stabilizer support wire became dislodged in the subintimal space in the popliteal artery. There was unspecified patient injury which required intervention.

Manufacturer narrative:
As reported via a voluntary medwatch, during an attempted balloon angioplasty of the lower extremity, a portion of the stabilizer support wire became dislodged in the subintimal space in the popliteal artery. There was unspecified patient injury which required intervention. No further information available after multiple attempts has been made to obtain and gather additional information. The product was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product went through final inspection testing at lake region medical and was determined to be acceptable. Referencing the product instructions for use (IFU), guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Based on the limited information provided, and without films of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.